Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that when the catheter was placed, the patient accidently pulled the catheter and the catheter detached from the hub. The catheter was inserted around 15 cm into the patient and when the catheter detached, the catheter clamp and fastener was still sutured and secured to the skin. The insertion site was the jugular vein. There were no reported patient injuries or complications. A new catheter was placed successfully. It is noted that the patient is fine.